Event description:
The customer reported that during a urological procedure, the knife blade would not advance. The blade went off the track. The device would not open while on tissue and had to be cut out with a scalpel. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.